Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve is not cycling per independent repair center statement, the unit was alarming or red light. The key failure was valve operator was not cycling. Additional malfunctions are power switch has no alarm, zip ties leaks and PMA kit damaged.